Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the front response button was defective. The cause of the defective response button is a damaged trace. The root cause of the damaged trace cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for an unrelated reason, a reportable problem was found. The response buttons were non-functional.